Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 55-year-old male patient was admitted for elective valve surgery and impella 5.5 implant. Supported for 9 days and successfully explanted without incident. There was some initial challenge to get the pump in the proper position, however, the physician was able to advance the device into proper position during impella 5.5 support, the device was initially placed too deep, but was pulled too shallow during repositioning. The catheter kinked during attempts to re-advance, and the pump was removed and redelivered. The kink did not have further impact on support, and the pump supported the patient successfully until it was successfully weaned 8 days later.

Manufacturer narrative:
Updated information: d1 brand name updated d4 serial and UDI numbers updated.